Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage. Additionally, the inside of the light guide (lg) lens was dirty due to moisture that invading the subject device from leaking area, the internal components of lg-lens corroded, and the corrosion product was detected as stain. Furthermore, physical stress applied to distal end, small gap was generated in lg-lens glue, and stain and moisture entered inside of lg-lens from the gap. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the mental part of the bending section cover was exposed through breakage. In addition to the foreign material found in the air/water tube inside the air/water cylinder and light guide lens, the evaluation findings are as follows: the forceps channel port had a dent, the grip had scratch, the scope cover had a crack, the suction cylinder had no color, the switch box was deformed, there was evidence of a third party repair, the switch-flexible printed circuit had corrosion due to water leakage, the cope cover unit was dirty, the circuit board on the scope connector had corrosion due to water leakage, the micro connector in the scope connector is dirty due to water leakage, due to a cut on the bending section cover, water tightness was lost, due to a crack on the plastic distal end cover, resistance value at the distal end did not meet standard value, the objective lens had a chip, and the connecting tube was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope's bending section cover was missing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: whitish foreign material was found in the air/water tube inside the air/water cylinder and inside the light guide lens was dirty with brown foreign material.